Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 16 x 3.00 rebel drug eluting stent was selected to treat a lesion. During advancement, it was noted that the shaft broke.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 33cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 16 x 3.00 rebel drug eluting stent was selected to treat a lesion. During advancement, it was noted that the shaft broke.